Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was in the 1st obtuse marginal (om) artery. The lesion was predilated using a non-bsc balloon. The physician attempted to advance a 3.0x32mm taxus express2 drug eluting stenting (des) but was unable to cross the lesion. Upon withdrawal, the device appeared "frayed" on the unk type guide catheter. The procedure was completed with two 3.0x18mm non-bsc bare metal stents. There were no pt complications reported with the pt's current condition listed as "ok".

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the device history record found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough eval conducted at the cis and the details of the complaint, operational context would be the most probable root cause.